Event description:
A malfunction was reported on the pump, identified by the code "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose, which the customer understood and acknowledged.